Event description:
It was stated that the reporter was in the hospital with 4 other patients with defective pacers but they couldn¿t name the patients. Refer to manufacturer reports # 3007566237-2014-01558, 3007566237-2014-01559, and 3007566237-2014-01560 for first, second, and third defective pacers.

Manufacturer narrative:
(B)(4).